Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stabilizer wire got stuck in the outback elite 120cm and could not be removed. The outback and wire were removed from the patient as one unit. Some shearing of wire was noticed after removal from the patient. It was also noted the device was used passed the expiration date. The case was completed after switching to a new outback and new wire. There was no reported injury to the patient. The device was stored and handled properly according to the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. During prep of the device, all ports specified were flushed with heparinized saline followed by a 30 second pause, then flushed again. The catheter was held in a straight orientation with ¿no slack¿ during prep. Proper orientation was confirmed under fluoro prior to actuation of the cannula. The approved guidewire was successfully frontloaded into the device without resistance. Resistance was only felt during removal. The resistance was described to feel as it was gritty. The was no difficulty advancing the outback to the lesion. During placement in the vessel, the physician held onto the handle of the device. Abnormal force was not needed or applied while torqueing. The physician did not encounter any resistance when torqueing the device. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was verified to be towards the target re-entry site. The cannula was retracted prior to withdrawing the catheter. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a stabilizer wire got stuck in an outback elite 120cm cto catheter and could not be removed. The outback and stabilizer were removed from the patient as one unit. Some shearing of wire was noticed after removal from the patient. It was also noted the outback was used beyond the expiration date. The case was completed with a new outback and a new wire. There was no reported patient injury. The device was stored and handled properly according to the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. During prep of the device, all ports specified were flushed with heparinized saline followed by a 30 second pause, then flushed again. The catheter was held in a straight orientation with ¿no slack¿ during prep. Proper orientation was confirmed under fluoro prior to actuation of the cannula. The approved guidewire was successfully frontloaded into the device without resistance. Resistance was only felt during removal. The resistance was described to feel as it was gritty. There was no difficulty advancing the outback to the lesion. During placement in the vessel, the physician held onto the handle of the device. Abnormal force was not needed or applied while torquing. The physician did not encounter any resistance when torquing the device. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was verified to be towards the target re-entry site. The cannula was retracted prior to withdrawing the catheter. Neither of the devices were returned for analysis. Lot number 17832549 was provided for the outback elite 120cm cto catheter and a product history record (phr) review of this lot revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A lot number was not provided for the stabilizer guidewire therefore, a product history record (phr) review could not be performed. Without the return of the outback catheter or images for analysis, the reported customer event ¿cannula wire port/guidewire lumen- resistance/friction - in patient¿ could not be confirmed. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use after the last day of the month of the ¿use by¿ date on the package. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ without the return of the stabilizer guidewire or images for analysis, the reported customer events ¿coating-wires- delaminated - in patient¿ and ¿guidewire- resistance/friction - in patient¿ could not be confirmed. Shipping/handling factors may have contributed to the reported event. According to the IFU, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Caution: gently introduce and advance the guidewire to prevent damaging the distal tip.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.